Event description:
On (B)(6) 2019, the user who lives in the united kingdom contacted dario to report high blood glucose readings while traveling in scotland. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels which caused her to overdose herself with insulin when trying to lower her bg levels. Due to that she had experienced a few hypoglycemic episodes. The user reported strips were exposed to extreme heat, according to dario's user guide "do not store your test strips in temperatures below 36°f (2°c) or above 90°f (32°c)". She tested her bg levels with a new cartridge of strips and reported bg level readings are in range. Therefore, issue resolved with new strips. No device problem detected.